Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a rotablator plus device. The advancer unit and burr catheter were received together. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Since the rotawire that was used was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the rotablator plus device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a burr became stuck with the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. While using the advancer, the burr became stuck with the rotawire and could not be advanced. The devices could not be separated. The entire system was removed from the patient. No patient complications were reported.

Event description:
It was reported that a burr became stuck with the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. While using the advancer, the burr became stuck with the rotawire and could not be advanced. The devices could not be separated. The entire system was removed from the patient. No patient complications were reported.